Event description:
In 2005 during panniculectomy plasma jet accidentally and unknowingly was engaged by surgeon causing hole in bovie holster and a hole in the drapes. Plasma jet did not alarm when accidentally engaged.